Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, performed pump reset with guidance, and error did not recur; customer was then advised to wait 20 minutes before starting new sensor session and confirmed understanding of instructions.